Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg gets warm when charging. It was also noted that the ipg required frequent charging and difficult to charge beyond 2 bars. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160, (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, review of the charging log showed a low charge current (indicative of sub-optimal charging), resulting in a low battery voltage, and the thermistor being triggered, which are known factors that may contribute to charging difficulty. With all the available information, boston scientific concludes that the reported event of frequent ipg charging and difficulty to charge ipg beyond 2 bars was confirmed. The user likely did not have proper alignment and ventilation of the charger and stimulator during charging.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg gets warm when charging. It was also noted that the ipg required frequent charging and difficult to charge beyond 2 bars. The patient underwent an ipg replacement procedure and was doing well postoperatively.